Event description:
It was reported that a user experienced scan errors when attempting to start a freestyle libre 3+ sensor with the ilet bionic pancreas app, indicating intermittent communication failure associated with the device¿s electrical and magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the freestyle libre 3+ sensor and the ilet app that resulted in intermittent communication failure related to the electrical and magnetic subsystem and the antenna, which was resolved after the user reinstalled the app and successfully activated the sensor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.